Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, the atr episodes showed there to be oversensing noise on the right atrial (ra) lead. The presenting electrogram (egm) also showed there to be atrial undersensing that appeared to lead to inappropriate atrial pacing. Ts also noted the atrial impedance measurements dropping from 750ohms to 620 ohms in the past 6 to 7 months. The hcp stated they will consult with the physician. At this time, the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, the atr episodes showed there to be oversensing noise on the right atrial (ra) lead. The presenting electrogram (egm) also showed there to be atrial undersensing that appeared to lead to inappropriate atrial pacing. Ts also noted the atrial impedance measurements dropping from 750ohms to 620 ohms in the past 6 to 7 months. The hcp stated they will consult with the physician. At this time, the ra lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported the undersensing was observed during remote interrogation. The device settings were reprogrammed successfully and will continue to be monitored. No adverse patient effects were reported. This ra lead remains in service.